Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, corrosion on distal end was identified during the device evaluation. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image on the bronchovideoscope occasionally cuts out. The issue occurred during the set up. There were no reports of patient harm.